Event description:
A device capillary glucose was performed on a pt in ER. A glucose of 286 mg/dl was reported. The same pt also had a venous blood sample drawn at that time for a "metabolic profile" which includes, among other blood chemistries, a glucose. The plasma sample from the same pt at the same time yielded a glucose result of 664 mg/dl. Given the great discrepancy between capillary and plasma glucose levels, both were repeated with the same results. Further investigation into the technique used to obtain the capillary specimen and saturate the test strip used in the device revealed that the test strip was not sufficiently covered with blood to get an accurate result. The device system did not give any error or warning indications with this inadequate sampling. Had a venous specimen not been drawn at the same time, the treating physician would have used a glucose value of 286 mg/dl to base treatment regimen, instead of the actual 664 mg/dl.